Event description:
The customer reported that the unit failed to power up, the display was blank and the ECG connector was bad.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.